Event description:
The blood pressure machine could not detect a blood pressure reading and kept constricting the patient's arm. It continued to tighten and was becoming painful. The cuff was immediately removed from the patient. The cuff was then placed on the opposite arm and a blood pressure was taken with no issues.